Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system logs remotely but could not confirm the reported event. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Fse replaced the host pc and updated the license file. Multiple reboots and functional checks were done to ensure that the system was returned to good working condition. The replaced host pc was returned for analysis and the part analysis confirmed that the power supply of the host pc malfunctioned resulting in the host pc from not booting up. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.